Event description:
Information received from a patient who was trialing a wireless external neurostimulator (wens). It was reported that the patient had a temporary pain stimulator placed. They noted that "a representative came in before the procedure" and "said he was going to do something and put on a plan for 24 hours." Since the programming changes the patient became noticeably short of breath with activities they were not usually short of breath performing. They again emphasized they had been "symptomatic" and wanted to know "what was done" to the patient's pacemaker, and how it would become resolved. They were frustrated and wanted immediate resolution. The patient was referred to their managing healthcare provider. "[For information regarding the crm aspect of this complaint, see pe# (B)(4)]"

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.